Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 450 units of insulin. The customer's blood glucose level was 115 mg/dl. During a follow-up call on (B)(6) 2017, the customer reported successfully loading a new cartridge with 480 units of insulin, and received an accurate fill estimate.